Event description:
It was reported per rn - picture is very ¿grainy¿ so bad that it is difficult to tell the difference between the vein and the surrounding tissue. Therefore, unable to visualize IV tip. Patient safety concern for placing ivs/midlines/PICC lines. Constantly have to change the settings trying to improve contrast. There is a significant delay/lag in the display on the screen when moving the probe and when pressing buttons on the machine.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of 1. The picture is very grainy is unconfirmed. The sr8 was tested with multiple probes and passed the linear probe tests. The sr8 is also comparable to an internal test sr8. 2. There is significant delay/lag in the display on the screen when moving the probe and pressing buttons is unconfirmed. The sr8 showed no lag or display and functioned properly. No probe was sent in with this unit to be tested. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested, and returned to the customer.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned.

Event description:
It was reported per rn - picture is very ¿grainy¿ so bad that it is difficult to tell the difference between the vein and the surrounding tissue. Therefore, unable to visualize IV tip. Patient safety concern for placing ivs/midlines/PICC lines. Constantly have to change the settings trying to improve contrast. There is a significant delay/lag in the display on the screen when moving the probe and when pressing buttons on the machine.